Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 62-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that a patient developed bleeding at their access site during impella cp support. The patient was given two units of packed red blood cells to treat the condition and femostop was placed to achieve hemostasis. Support continued with the implanted pump following the intervention. (Patient passed, not enough information to associate use of the device with the outcome).

Manufacturer narrative:
The investigation into the patient's access site bleeding has been completed. The root cause of the access site bleeding cannot be determined since the product was not returned and insufficient clinical details were provided.